Event description:
Smiths medical international ltd., has been notified of an event of where the user alleges they had the tube placed. One week later, the hosp found the pilot balloon deflated with ventilator alarm. The tube was replaced with antoher one. 4.5 hours later ventilator alarm beeped again. The pilot balloon was found to be deflated. The tube was again replaced. One hour later the ventilator alarm beeped again. The tube was removed and replaced with 100/517/075. No leakage occurred after that tube replacement. Tubes were pretested.